Event description:
I had the essure implanted in 2010. Since that time I have had heavy longer periods. In (B)(6) 2013, I woke to severe pain and was taken to the ER. The doctors did a cat scan. I could see a device not where it was supposed to be. I went to my obgyn and she said one of the essure coils ripped off of my tubes and laid on top of my rectum causing severe pain and the other one was hanging on. My doctor ended up performing surgery to remove the essure coils and my tubes.